Manufacturer narrative:
The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the exact number of patients and dates of each procedure. Were the previous cases of infection (B)(6) 2015 previously reported? Was each case performed by the same surgeon at same facility? Did the patient have any other signs of infection prior to the procedure? Suture was used on subcutaneous fat, what tissue was the infection noted? Were any cultures performed and the results? What post operative date was the infection noted? Was the infection noted prior to the necrosis of tissue? Unopened samples of (B)(4) lot hp5ckqv were received for evaluation. The visual inspection including sealing area meet the specified quality requirements.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.  The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: what was the name of the procedure? Cesarean section. On what tissue was the suture used? Subcutaneous fat. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal. What date did the patient present with symptoms? Patient repeated received to the hospital after complications arising on 10 or 14 or 20 or 30 day with ischemic necrosis of tissue at the site of suturing. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. Patient symptoms- describe the manifestation of reaction (location, severity, appearance, systemic or local reaction) deferred cellulitis front-abdominal with inflammation symptoms. Was medical intervention required to treat the patient condition? Results dissection of necrotic tissue, the imposition of secondary sutures. Does the patient have known allergic history to medical device, food or medications? Yes. Was there any allergy testing performed? If yes, results? Yes. Negative. Please provide the lot number and product code. Lot: hp5ckqv, code: (B)(4).

Event description:
It was reported that a patient underwent a cesarean section on an unknown date and suture was used on subcutaneous fat. Within 30 days of the procedure, the patient returned to the hospital with ischemic necrosis of tissue at the site of suturing. The patient experienced a reaction with deferred cellulitis at the front-abdominal with inflammation. The patient underwent dissection of necrotic tissue and the imposition of secondary sutures. Additional information was requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please clarify the exact number of patients and dates of each procedure. Clinic refuse to give this information. Were the previous cases of infection (B)(6) 2015 previously reported? No. Was each case performed by the same surgeon at same facility? In the same facility but different surgeon. Did the patient have any other signs of infection prior to the procedure? No. Suture was used on subcutaneous fat, what tissue was the infection noted? Subcutaneous fat, cellulitis and necrosis of tissue, the delayed reaction. Were any cultures performed and the results? Crops performed, swabs from the hands of staff, biopsy tissue culture planting wound swabs with tools. What post operative date was the infection noted? Delayed infection. Was the infection noted prior to the necrosis of tissue? Yes.